Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results of the pouch device found that it was received fully deployed. The suture and the bag were not returned for analysis. It could not be determined what may have caused the reported event. The event could not be confirmed as no bag and suture were returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, during the removal of the specimen, the pouch was pulled up through a 10/12 mm trocar site and the pouch broke. The doctor had to retrieve some of the gallstones. A second like pouch was opened, the stones and gallbladder were placed in the second pouch, and contents were successfully removed from the patient. Length of delay to the procedure was unknown. There were no patient consequences reported.